Event description:
The hospital reported that the hemopro 2 was working intermittently. The hemopro 2 extension cable was swapped out and the device worked properly. The hospital did not report any pt effects. The product is returning. The hospital reported that the hemopro 2 extension cable was used a maximum of 15 times. The hospital was unable to provide the name of the attending physician.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).